Event description:
On an unknown date, a male was implanted with a gore propaten vascular graft. A bypass procedure was performed from the common femoral to the below-knee popliteal artery. A "pseudoaneurysm treated with repackaging of distal anastomosis" was noted; there was no indication of a date for this procedure. No further information is available.

Manufacturer narrative:
Because it is unclear if this event occurred prior to the us market clearance of the gore propaten vascular graft in the united states, it is uncertain if this event meets the medical device reporting requirements outlined. Therefore, gore has chosen to report this event. The gore propaten vascular graft received market clearance in 2006. Attempt(s) to acquire information required for this form was made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.